Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that internal hex stripped on implant at site # 14. Implant removed. Additional appointments / implant re-placement: not indicated. As a result of the event no injury to the patient was reported.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant (xiitp6585) was returned for investigation. Visual evaluation of the as returned product identified that the internal threads/hex were stripped/damaged. Additionally, there was bone residue around the external threads due to usage. Functional testing was not performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The implant had been placed on tooth # 14 (universal) for approximately 2 years. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2018020574) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018020574) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.